Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was not operating in safety mode but rather the physician was planning to perform a prophylactic explant. The replacement date remains undecided. No adverse patient effects were reported, no evidence of a product performance anomaly. This device remains in service.